Event description:
It was reported via literature that death occurred. This study was a prospective, multicenter, observational study, including 1464 patients with nonvalvular atrial fibrillation (nvaf) undergoing left atrial appendage closure (laac) between september 2019 and december 2022. The data was pulled from the ocean (optimized catheter valvular interventional) laac registry which is an ongoing, prospective, investigator-initiated, multicenter, observational study of patients with nvaf undergoing percutaneous laac with either a watchman 2.5 or a watchman flx. The patients were categorized by the direct-acting oral anticoagulation (doac) score into higher (hbr) and lower bleeding risk groups. The primary endpoints of all-cause death, stroke, and bleeding were evaluated at 3 months and 1 year. In-hospital outcomes included 29 bleeding events (12 major), 15 pericardial effusions, 9 access site related complications, 5 acute kidney injury, 2 atrial septal defect requiring closure, 9 infective endocarditis, and 11 with a peri-device leak equal to or greater than 3mm. Three-month outcomes included 22 all-cause death (10 cardiovascular death), 15 stroke (1 disabling), 101 bleeding events (55 major), 20 pericardial effusions, and 14 device-related thrombus. One-year outcomes included 71 all-cause death (27 cardiovascular death), 46 stroke (9 disabling), 142 bleeding events (74 major), and 45 device-related thrombus.

Manufacturer narrative:
Literature citation: asami, m., et al., (2025). Doac score for predicting clinical outcomes after left atrial appendage closure. Cjc, vol. 7. Https://doi.org/10.1016/j.cjco.2025.01.009. B2: date of death estimated based on start date of data range (september 2019) and information that first deaths were noted in the 3-mo follow up data. B3: event date estimated based on start date of data range (september 2019) and information that first deaths were noted in the 3-mo follow up data. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Literature citation: asami, m., et al., (2025). Doac score for predicting clinical outcomes after left atrial appendage closure. Cjc, vol. 7. Https://doi.org/10.1016/j.cjco.2025.01.009. It was reported via literature that death occurred. This study was a prospective, multicenter, observational study, including 1464 patients with nonvalvular atrial fibrillation (nvaf) undergoing left atrial appendage closure (laac) between september 2019 and december 2022. The data was pulled from the ocean (optimized catheter valvular interventional) laac registry which is an ongoing, prospective, investigator-initiated, multicenter, observational study of patients with nvaf undergoing percutaneous laac with either a watchman 2.5 or a watchman flx. The patients were categorized by the direct-acting oral anticoagulation (doac) score into higher (hbr) and lower bleeding risk groups. The primary endpoints of all-cause death, stroke, and bleeding were evaluated at 3 months and 1 year. In-hospital outcomes included 29 bleeding events (12 major), 15 pericardial effusions, 9 access site related complications, 5 acute kidney injury, 2 atrial septal defect requiring closure, 9 infective endocarditis, and 11 with a peri-device leak equal to or greater than 3mm. Three-month outcomes included 22 all-cause death (10 cardiovascular death), 15 stroke (1 disabling), 101 bleeding events (55 major), 20 pericardial effusions, and 14 device-related thrombus. One-year outcomes included 71 all-cause death (27 cardiovascular death), 46 stroke (9 disabling), 142 bleeding events (74 major), and 45 device-related thrombus.

Manufacturer narrative:
Literature citation: asami, m., et al., (2025). Doac score for predicting clinical outcomes after left atrial appendage closure. Cjc, vol. 7. Https://doi.org/10.1016/j.cjco.2025.01.009. B2: date of death estimated based on start date of data range (september 2019) and information that first deaths were noted in the 3-mo follow up data. B3: event date estimated based on start date of data range (september 2019) and information that first deaths were noted in the 3-mo follow up data. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device history record review: the batch number of the watchman was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the watchman remains implanted, therefore returned device analysis could not be completed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device since death is a known adverse effect of the device.